Manufacturer narrative:
Information received from a representative of the manufacturer's technical service team stated that the thermogard xp ivtm console (sn (B)(4) was inspected by the biomed and confirmed the console to not power on. Following this, the biomed replaced the fuse and console operated as intended without further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, approximately 12 hrs during ivtm therapy, the thermogard console sn (B)(4) shuts off and will not power on. The user replaced the console and ivtm therapy was continued without further reported issue . No known impact or patient consequence was reported.